Manufacturer narrative:
Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in (B)(6) 2024. It is unknown if the facility performed any other preventative maintenance on this bed. Baxter has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.

Event description:
On (B)(6) 2025, an other health care professional contacted technical service to report that totalcare frame product code p1900m007009, (B)(6), had brakes not holding. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.